Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-15. H.6. Investigation summary: two photos and one 1ml syringe in an opened blister pack from batch 9210930 (p/n 309628) were received and evaluated. It was observed the stopper inside the syringe was jammed between the barrel wall and the plunger rod, which was rejectable per product spefication. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9210930 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip rubber stopper was found deformed before use. The following information was provided by the initial reporter: "this is a pharmacy and it happened here, before use. The package is open and the syringe unused. The rubber stopper located on the plunger at the bottom of the syringe is deformed. It has happened only once even though they use this syringe very often."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip rubber stopper was found deformed before use. The following information was provided by the initial reporter: "this is a pharmacy and it happened here, before use. The package is open and the syringe unused. The rubber stopper located on the plunger at the bottom of the syringe is deformed. It has happened only once even though they use this syringe very often."